Event description:
Reporter indicated a pt's vns generator was disabled per the interrogation screen on his vns programming computer but the pt claimed to still be feeling regular device stimulation. A company rep also confirmed the generator was disabled with a separate vns programming system. The reporter believes the generator is not actually disabled and is still providing stimulation to the pt. Vns revision surgery is planned but a surgery date has not been set.